Event description:
A customer observed negatively biased troponin I qc results on the eci analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation into this event found that the negatively biased qc result was limited to the first replicate result obtained after the analyzer was idle for greater than 20 minutes but less than 30 minutes. This observation is consistent with signal reagent probe contamination. The customer was unable to confirm if the signal reagent probe had been cleaned on the day of the event, as is recommended in the instructions for use. The root cause of the event is user error in failing to properly service or maintain the analyzer.